Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, and displacement test. Power loss alarms at the long trace history file and then power graph analysis confirmed power error alarms due to connector resistance at connector board. Abnormal loaded voltage (loaded vlith) at the power graph was due to connector resistance at connector board. After disconnecting and reconnecting the internal battery connector on connector board, the insulin pump was monitored and functioned properly. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had recurring power error detected alarm. The customer¿s blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.